Manufacturer narrative:
Device was received. Investigation is not yet completed.

Event description:
Device malfunction: partial deployment. Time of malfunction: prior to use in the anatomy. Symptoms/ae: none. It was reported that during repackaging of the device and prior to use in the anatomy, the physician noticed that the stent was partially deployed. A different device was used for the procedure. No add'l info available.